Event description:
Subsequent to the initially filed report, the following additional information was received: the hematoma was noted when exchanging between the 2nd and 3rd devices. It was less than 6 cm and was treated with manual compression. The 4th perclose device was a proglide. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a failure to deploy include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The patient effect and treatment appears to be related to the circumstances of the procedure. The reported patient effects of hematoma is listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure with 3 proglide devices and 1 (unspecified) perclose device using a 6f sheath after an interventional procedure. Reportedly, with 3 devices, the sutures did not fire correctly. A 4th perclose device was successfully deployed and used to achieve hemostasis. A hematoma developed during the exchange. It is unknown what treatment, if any, were administered for the hematoma. There was no clinically significant delay in the procedure or therapy. No additional information was provided.